Event description:
Per the report, during a transapical tavr procedure after the deployment of a 23mm sapien valve the patient experienced profound hypotension and v-fib, there were complications placing the patient on cpb which further decompensated the patient. A 2nd sapien valve was successfully implanted, but the patient became hemodynamically unstable again and expired. Case summary: gaining access to the ventricle proved challenging due to the patient¿s size and required a larger than normal incision in the chest (needed a large soft tissue retractor). Finding a suitable entry point for the needle was also somewhat challenging, but access was obtained with an acceptable angle of entry. There were no issues placing any of the other lines (femoral venous pacer, jugular swan-ganz, femoral pigtail catheter). An acceptable deployment angle was obtained, bav was performed without issue and the patient seemed to recover from the pacing run with no issues. A 23mm valve was deployed in good position with a short pacing run. Immediately post deployment, all leaflets appeared to be functioning and there was only trace central aortic insufficiency (ai) with the wire across the valve and trace paravalvular leak (pvl). At this point, it was noticed that the patient¿s blood pressure was rapidly falling. Per the echo images there appeared to be a globally stunned heart with little to no ventricular movement. A decision was made to start cardiopulmonary bypass (cpb). The surgeon decided to remove the sheath from the ventricle to facilitate open cardiac message and the cardiologist attempted to insert the femoral aortic canula. The femoral access site was more heavily calcified than they had anticipated and in the process of trying to insert the canula the external iliac was significantly torn. The team then decided to open the chest on the right side to facilitate getting access for cpb. When the chest was opened a large amount of tinted blood (venous) was noted in the area of the upper pericardium (note that the pericardium was open at the apex for the tavr procedure). When they opened the upper pericardium and evacuated the blood a small hole was noted in the ra near the right atrial appendage. At some point the patient went in to ventricular fibrillation (v-fib), but the team maintained pressure with open message and opted not to shock until they could get on pump. Cpb was initiated and the patient¿s pressure was managed with full support and significant transfusion of blood (at least 16 units by the end with significant bleeding from several points). The patient was warmed and shocked out of v-fib back to a paced rhythm. The patient became extremely difficult to manage with cpb, requiring significant positioning and repositioning of the lv vent to avoid the sapien aortic valve ¿ eventually placing the lv vent across the mitral valve and into the left atrium. The pulmonary artery (pa) pressures would rise and the physicians would make adjustments, but were not able to get the situation under control. The coronaries were found to be patent (at the least the proximal segments); however, at least one of the sapien valve leaflets did not appear to be functioning completely (note: the patient was on cpb with little pulsatility at this point). At other times the valve would appear to be completely closed ¿ again with the patient on pump. Since it was not possible to completely rule out an issue with the valve a decision was made to implant a 2nd valve. Access was obtained through the ventricle, and since they could not get capture the team opted to turn off cpb support to deploy the valve. The 2nd 23mm sapien valve was deployed successfully and slightly more ventricular. When full support was resumed they also gave epi and the heart began to squeeze a bit causing more pulsatility. The valve appeared to be functioning normally and the patient¿s hemodynamic situation improved. However, the patient began to deteriorate in the same way as she had following the 1st valve deployment, with essentially the same hemodynamic presentation ¿ rising pa pressures, appearance of ai etc. Options were discussed with the family and after a failed attempt at weaning off pump the patient expired.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve in a too aortic position has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for this event cannot be determined. Per the information received, the valve was deployed as recommended. However, according to the report prior to the deployment of the 2nd valve the patient was on full cardiopulmonary support with little pulsatility. It is possible that the function of the valve was affected by the patient¿s hemodynamic instability which was related to procedural complications. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.